Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered, and low impedance and a polarity switch was noted on the right ventricular (rv) lead. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.